Event description:
A report was rec'd in 2/2002 from a doctor regarding a pt who had a left eye memorylens implant in 1999. The pt presented for exam in 2002 with an opacified iol; "deposits on lens surface & overall gray haze throughout lens". At exam, the pt's visual acuity was 20/40 os. The doctor is not planning on explanting the lens at this time.